Event description:
First transcatheter valve deployed and slipped, second transcather valve deployed and slipped too low with inflation. Balloon inflated to secure and both valves slipped out of place into left ventricle. Heart team and cath lab team present. Vss stable and then pt deteriorated. CPR stared in cvl (cardiovascular lab) and pt transferred to or. Per cvl mgr: this was a high risk patient and a difficult case. This is a known, documented possibility with percutaneous valves. Quality/risk director felt it should be reported anyway to the FDA.